Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
During the pick-up of the citadel bed frame from the customer, it was found that the lright-hand foot-end side rail detached from the bed frame, the screws securing the panel to the metal plate were ripped out. There was no indication of patient involvement, and no injuries were reported.